Event description:
It was reported that the system froze when taking an image, causing the patient to be re-exposed. It was determined to be a software issue, and a rebooting the system resolved the issue.